Event description:
A customer contacted beckman coulter inc. (Bec) reporting a fluid leak that was collecting under the unicel dxc 600i synchron access clinical system. The customer was unable to identify the source but stated that it appeared to be waste fluid. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and inspected the instrument and noted the expansion chambers were oriented with the drain at the 5 o'clock position and had fluid in it. Per customer, the previous week was quite humid. Fse cleaned out the expansion chambers and checked for loose tubing/fittings and none were found. Fse suspected an environmental issue (humidity). Fse performed calibrations and tested qc. Repair was verified per established procedures. (B)(4).